Event description:
Increased threshold during one month after implantation. Low lead impedance, pocket stimulation also reported. Device was removed from service. No patient complications have been reported as a result of this event.